Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis. External abrasion breaching the optim sheath due to friction to another device or feature of the heart at 40.0 cm to 40.2 cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.